Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further specified as touch contamination involving the patient¿s pet (cat). It was reported that while setting up for therapy, the patient would sometimes pet the cat and forget to wash his hands. The patient¿s catheter was adjusted as a result of the event. Treatment for the event was not reported. The patient was retrained on aseptic technique and was reported to be doing better with therapy. It was not reported if the patient was hospitalized for the event. It was unknown if the patient recovered from the peritonitis. No additional information is available.